Event description:
Legal papers allege that on or about 2006, and for six years prior the plaintiff experienced left knee pain requiring revision because of failure of the knee replacement.

Manufacturer narrative:
No product was received. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be reopened.